Manufacturer narrative:
Correction: g3, b5 (event description) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure, the 1st reload was fired completely, however the staple line was incomplete, the reload experienced poor staple formation and interruption of stapling during the second firing with a 60mm purple reload. Remnants of poorly formed staples were removed, and another firing with a 60mm purple reload was performed, which also resulted in poor staple formation. There was a positive leak test per attached video. The remaining reloads were changed for another lot to completethe procedure. Suturing was done to address the staple line. Extended surgical time of more than 20 minutes.

Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu - lot# n5m1109y sigphandle - sig power sigphandle handle - sn: unknown sigadaptstnd - sig power sigadaptstnd linear adapter - sn: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure, the 1st reload was fired completely, however the staple line was incomplete, the reload experienced poor staple formation and interruption of stapling during the second firing with a 60mm purple reload. Remnants of poorly formed staples were removed, and another firing with a 60mm purple reload was performed, which also resulted in poor staple formation. The remaining reloads were changed for another lot to complete the procedure. Suturing was done to address the staple line. Extended surgical time of more than 20 minutes.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. Visual inspection noted a monitor displaying a staple line with several malformed staples protruding, blood pooled around the staple line, and grasping instruments visible in the tissue cavity. The staple line did not appear incomplete at the distal or proximal ends. In the returned video, a portion of resected tissue was submerged in water, and bubbles were observed emerging from the staple line, with increased bubbling noted when pressure was applied. The listed reload was not visible. It was partially fired with the interlock engaged, the jaws were open, and staple pushers were visible at the 2 cm cut line. It was reported that there was poorly formed staples. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtro nic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.